Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D14829). The patient had a medical history of parity 2, multi gravida, hemorrhoidal bleeding, hemorrhoids, bacterial vaginosis, urinary frequency, urgency urination, burning micturition, heavy menstrual bleeding, uti, menstrual disorder and pelvic pain. Previously administered products included: mirena for strings not visible. Concomitant products included cipro 500 mg (ciprofloxacin monohydrochloride) from (B)(6) 2019 to (B)(6) 2019 and valacyclovir (valaciclovir hydrochloride) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2017, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (removal of essure, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right and left: 3-4 expanded coils extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2019: normal uterus. Anterior wall thickness at c-scar measures between 3.8-4 mm. Small, nabothian cyst seen in cervix. Normal rov and lov with simple follicular cysts, bilaterally. Essure¿s visualized bilaterally. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. D14829). The patient had a medical history of parity 2, multi gravida, hemorrhoidal bleeding, hemorrhoids, bacterial vaginosis, urinary frequency, urgency urination, burning micturition, heavy menstrual bleeding, uti, menstrual disorder and pelvic pain. Previously administered products included: mirena for strings not visible. Concomitant products included cipro 500 mg (ciprofloxacin monohydrochloride) from (B)(6) 2019 and valacyclovir (valaciclovir hydrochloride) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2017, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (removal of essure, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right and left: 3-4 expanded coils extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2019: normal uterus. Anterior wall thickness at c-scar measures between 3.8-4 mm. Small nabothian cyst seen in cervix normal rov and lov with simple follicular cysts bilaterally. Essure¿s visualized bilaterally. Batch number d14829, manufacture date 2014-10-03, expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.